Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: unk needle, serial/lot #: unknown. (B)(4). Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was discovered to have had a pneumothorax after performing the procedure. The lesion location was very medial in apical segment of left upper lobe. Chest tube was performed as an intervention for the pneumothorax. Patient is doing fine according to physician.